Event description:
Blood was noted immediately in the tubing. The iab was removed and a second was inserted. It is the policy of the facility not release the iab for evaluation. (Event complications: none from the event-reported 05/01/97.) (Pt's current status:unk - rpt'd 05/01/97).